Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons were harder to press. Customer¿s blood glucose level was unknown. Customer also reported random no delivery alarms. Customer declined troubleshooting but will monitor and call back if needed. The device will be returned for analysis.